Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that her husband experienced a high blood glucose level around 430 mg/dl. The customer's wife also reported that the her husband was not getting insulin. The customer's wife was assisted at the time of call. The customer's wife was advised if they wanted to resume basal. The customer's blood glucose was 217 mg/dl at the end of call. The pump will not be returned for analysis.